Event description:
Gout in the toe on right side (aggravated) [gout], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a health professional and a (B)(6) male pt, initials (B)(6). The pt's medical history was significant for gout. On an unspecified date in (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, into the right knee, dosage regimen not provided. The lot number of synvisc was not provided. It was reported that within 48 - 72 hours of synvisc injection, the pt developed gout in the toe on the right side (more severe than any prior flare-up) and also had arthrocentesis (unk amount of fluid was aspirated). The action taken with synvisc treatment was not provided. The outcome for the events of joint effusion and gout in the toe on the right side (aggravated) was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporter did not provide the relationship between synvisc and both the events. F/u info was received on (B)(6) 2012 which upgraded the case to serious. The info was received regarding pt's osteoarthritis info, medical history, suspect product and event info. The pt had moderate osteoarthritis of right knee (for last three years) with prior effusion, joint narrowing and osteophytes present and severe ostearthritis of left knee, left toe (for last 11 months) with prior effusion present. The pt received physical treatment in the past and was unable to tolerate non-steroidal anti-inflammatory drugs. On (B)(6) 2012, the pt received first injection of synvisc (2 ml of fluid was aspirated before first injection) at a dose 2 ml, once a week, intra-articularly. The pt received second (4 ml of fluid was aspirated before second injection) and third injection of synvisc (4 ml of fluid was aspirated before third injection) on (B)(6) 2012 and on (B)(6) 2012 respectively. On (B)(6) 2012, the pt developed gout in the toe on right side (aggravated) and treated with corticosteroid (unspecified), intra-articularly, on (B)(6) 2012. On an unspecified date in 2012, the pt recovered from the event. The intensity for the event was severe. The reporter assessed the relationship between synvisc and the event as possible. This is 1 of 2 reports about the same pt from the same reporter. The total list of cases from this reporter is (B)(4).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.